Event description:
It was reported that customer experienced cgm error during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, confirmed error did not recur, and successfully started new sensor session.